Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem ¿ additional. D4: model no - correction. D4: catalog no - correction. D4: serial no - correction. D4: lot no - correction. D4: expiration date - correction. Primary UDI number- additional. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H4: device mfg date - correction. H6: type of investigation - additional.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D9 : device available for evaluation. G6:type of report: follow up. H2: additional information - correction. H3 device evaluated by mfg- additional information. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that a transmitter battery occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.